Event description:
It was reported, packaging rupture. No other information was provided. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the packaging is confirmed but the root cause could not be determined. One photograph of an infusion set packaging was returned for evaluation. An initial visual observation of the photograph showed white packaging that appeared to have the seal opened along the edge of the packaging. No use residues were observed along the device. It could not be determined when the packaging seal was broken. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, packaging rupture. No other information was provided. It was reported this occurred with 2 devices. This report addresses both devices.